Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that during an epinephrine infusion, a leak occurred between the needleless valve and the psd tubing with the last 10-15 ml of the infusion. The event was discovered when the patient¿s blood pressure dropped unexpectedly. The rate was under 5 ml/hr. The md was notified and a new medication was ordered in a new syringe. The patient¿s blood pressure stabilized with no lasting effects of the event reported.

Event description:
The customer reported that during an epinephrine infusion (3 mg in 50 ml dextrose 5% for a final concentration of 0.06 mg/ml), a leak occurred between the needleless valve and the psd tubing with the last 10-15 ml of the infusion. The event was discovered when the patient¿s blood pressure dropped unexpectedly. The rate was under 5 ml/hr. The md was notified and a new medication was ordered in a new syringe. The patient¿s blood pressure stabilized with no lasting effects of the event reported.

Manufacturer narrative:
The customer¿s report of a tubing leak was not confirmed. Visual inspection (including microscopic) observed no anomalies with the returned extension set. Functional and pressure testing was performed; no leaks were observed during the testing. The syringe set's male luer and female luer were dimensionally tested; the returned sample was within specification. The root cause of the reported tubing leak was not identified.